Event description:
Post-operatively on the same day, the patient experienced a stroke. It was reported the cause of the stroke is unknown. The patient reportedly has completely recovered with no residual deficits.no further adverse events were reported.

Manufacturer narrative:
(B)(4): the patient¿s medications include: trandate, enalapril, labetalol, hydrochlorothiazide, amlodinie, besylate, vesicare, lexapro, lorazepam, and asprin.the root cause of the stroke could not be determined with the provided information.

Event description:
On (B)(6) 2014, the patient underwent treatment of a thoracic dissection with two conformable gore tag thoracic endoprostheses. It was reported that the procedure went without incident, there were no issues with the devices, and the patient tolerated the procedure well. Post-operatively on the same day, the patient experienced a stroke. It was reported the cause of the stroke is unknown. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in the event - tgu454520/12177662.